Event description:
Two different makers tests were. Taken at the same time I tested positive on quickvue at home otc covid-19's tests and negative on floflex. We were low so my son went to cvs and had to buy a package of 12 floflex kits as cvs did not give them away. At the same time I tested negative with flowflex and I tested positive with quickvue in all tests the c line showed up. Floflex information ref- l031-118b5, lot. Cov2020151 2003-09-22 on the 12 pack box and individual boxes. Also on individual boxes it says new exp date. Disregard exp date printed on pouch. Exp 2023-02-23 on packet/pocket inside exp 2203-08-09 on extraction buffer tube seal also on individual box l0313201. Covid-19 symptoms.